Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with a blood glucose level as high as in the 400's (mg/dl) and diabetic ketoacidosis. Reportedly, the pump was not delivering insulin due to multiple alarms that occurred indicating that there was a blockage. The customer was treated with intravenous insulin drip and was released from the hospital 2 days later. Reportedly, all the supplies were changed to address the event.